Event description:
It was reported that the patient felt ill and lightheaded around 12:00pm on (B)(6) 2024. The patient's blood pressure range was 70-80mmhg and their rate was 50 units (normally 70-80mmhg). The patient was under outpatient management. Log files captured routine events and there were no notable alarm conditions or parameter changes. The pump functioned as intended. It was communicated on 07oct2024 that the cause of the lightheadedness was not identified. There were no symptoms even with equivalent blood pressure. Therefore, the symptoms were not very reproductible with respect to blood pressure. Blood pressure and symptoms were determined to be of little relevance as a result. No diagnostic testing was performed as the patient didn't have symptoms during regular outpatient visit. The patient carried a portable electrocardiograph to monitor when the patient felt similarly ill. A tachycardia attack (stated by the site to probably be supraventricular tachycardia) was recorded. A follow-up showed no abnormalities. It could not be specified that the condition/symptom was the same as that of (B)(6) 2024 of the events. The problem was resolved as a result. If a similar event occurred, the patient would go to the hospital immediately for electrocardiography, blood sampling and ucg testing. And the cause would be investigated. The site was conducting to identify of events caused by equipment. Prior to symptoms, statements such as being tired from work. Physiological or psychological causes, such as the patient's physical condition, were suspected. It seemed that blood pressure may have been somewhat low when unwell, and similarly low blood pressure may be asymptomatic. On the other hand, a tachycardia attack was recorded when the patient was unwell. A heart rate of 170 may reduce blood pressure somewhat. It was not strange to feel bad physical condition only by tachycardia without lowering of blood pressure. In addition, tachycardia attacks were common arrhythmias in patients without ventricular assist devices (vad). It was difficult to identify the cause of tachycardia attack as device (vad) related consequence. After that, the patient complained of feeling unwell about twice a month. But they could not monitor well. And it was not clear whether the patient had tachycardia attacks or not. The symptom had subsided now.

Manufacturer narrative:
Section e1: customer site was (B)(6). Reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 05jun2024 through 07jun2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.